Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment of a type ia endoleak. The patient had been treated with an aui stent graft approximately 2 weeks before.   It was reported that during the index procedure, 5 endoanchors were implanted in the proximal part of the aui stent graft to close the entry site of the type ia endoleak. It was reported that when the physician tried to load the 6th endoanchor, the system stopped working and the blue error light was blinking. A film with contrast was then taken, showing that the endoleak was resolved. The physician decided to end the procedure at this point. Per the physician the cause of the event could not be determined. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that the patient was treated for a 66mm abdominal aortic aneurysm suspected for rupture and was treated with an aui due to a narrow aortic bifurcation. The neck was reported to be hostile with an angle of 70 degrees. It was reported that the type ia endoleak was observed on the same day as the index procedure. Updated event date. If information is provided in the future, a supplemental report will be issued.